Event description:
The caller reported a malfunction on the pump. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact on the customer's blood glucose level. Technical support provided information to reset the pump and assisted the caller in doing so. Following the reset, the malfunction code did not recur, and the customer was advised to continue using the pump and to call back if any issues arise, which the caller acknowledged and understood.